Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for a non-clinical activity, the user reported a noisy valve when in cool mode. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.